Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 test due to a faulty force sensor resistor. There was no unexpected reset or countdown during testing and no anomaly with the drive support disk. The insulin pump was also received with a minor scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported by the customer via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 174 mg/dl at the time of incident. During troubleshooting, the customer stated that the insulin squirted out during manual prime and they were unable to exit the "preparing to prime" process. He said that the pump went up to 33 units and started to countdown. The customer pressed esc, then act and the pump resets. He stated that the drive support cap was flush and that the pump had not been dropped. The customer was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned and analysis was completed.